Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message via multifunctional cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was verified during evaluation. On evaluation of the analog board, the exact root cause could not be established. The analog board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.